Manufacturer narrative:
The customer's address is unknown. (B)(6), USA has been used as a default. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1165565. Medical device lot #: 1165563. Investigation summary: no customer samples and 1 photo were received. The photo was visually evaluated showing the amount of specimen drawn into the tubes is below the etched fill line on the tube. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. This product expires 03/31/2022. As no customer samples were received at the manufacturing site, the investigation was limited. Therefore, 10 production lot in-house retention samples from each lot were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the retention samples. All tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes do not have enough draw volume."

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes do not have enough draw volume."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-mar-2022. D4: medical device lot #: 1165563; d4: medical device expiration date: 2022-03-31; h4: device manufacture date: 2021-06-14. D4: medical device lot #: 1165568; d4: medical device expiration date: 2022-03-31; h4: device manufacture date: 2021-06-14. D4: medical device lot #: 1165565; d4: medical device expiration date: 2022-03-31; h4: device manufacture date: 2021-06-14. H6: investigation summary: (B)(4) samples from lot 1165563, (B)(4) samples from lot 1165565 and, 1 photo were returned by the customer in support of this complaint. The photo was visually evaluated showing the amount of specimen drawn into the tubes is below the etched fill line on the tube. 10 customer sample tubes from each lot were draw tested and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Additionally, 10 production lot in-house retention tubes from lot 1165563 and 1165565 were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, the defect was not observed in the sample and retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. H3 other text : see h10.